Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory via review of stored electrograms. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the reported noise could not be determined.

Event description:
It was reported that oversensing and decreased sensing were observed. A capacitor charge was initiated but therapy was not delivered. Noise episodes were also noted on the atrial channel. The device was explanted and replaced. The patients medical condition after the event was good.